Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and enlarged atrium. A mitraclip ntw was prepared per the instructions for use (IFU) and had no issues during prep. However, when the clip was inserted into the left atrium (la), the tip of the clip arm perforated the (la). Therefore, the clip was removed from the patient, and the procedure was discontinued. An emergency open heart surgery was then performed, involving the repair of the left atrial wall and mitral valve replacement.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and enlarged atrium. A mitraclip ntw was prepared per the instructions for use (IFU) and had no issues during prep. However, when the clip was inserted into the left atrium (la), the tip of the clip arm perforated the (la). Therefore, the clip was removed from the patient, and the procedure was discontinued. An emergency open heart surgery was then performed, involving the repair of the left atrial wall and mitral valve replacement.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported perforation per the physician is due the tip of the clip arm perforating the left atrium and is therefore, related to procedural conditions. Perforation is a known possible complication associated with mitraclip procedures. Surgical intervention, unexpected medical intervention, delay to treatment and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.